Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, regarding the coating peeling off the insertion tube, the cause was due to component damage or electrical issues resulting from some form of stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a coating peeling off the insertion tube was found. There was no patient involvement.